Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Any additional information received regarding this complaint will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4). The component has been received and is currently awaiting evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator will not ventilate. The customer stated there was no patient involvement.